Manufacturer narrative:
This report is submitted december 26, 2018.

Event description:
Per the audiologist, the patient experienced extrusion of the device. Explant and reimplantation is planned but has not occurred as of the date of this report.